Event description:
It was reported that the patient's right atrial (ra) lead had noise. High impedance and a suspected fracture. The ra lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the lead was returned. Analysis was performed and no anomalies were found. However, it was noted that the distal connector of the lead was extrinsically bent. Visual summary analysis of the lead indicated damage at implant. (B)(4).